Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the tamper seal intact and no physical damage. A review of the event history log identified multiple occlusion messages. Functional testing was performed using the occlusion test and checking the reading of force sensor. The reported problem was duplicated. Premature occlusion was found during occlusion test and the device failed force sensor reading. The root cause of the problem was fluid ingress into the plunger head. Fluid ingress into the plunger head was a result of the customer's improper use of the pump. The operator manual cautions the user that this pump is designed to be used in a horizontal position. If the pump is operated in any other position (including vertical), there is an increased potential for fluid leaking into the pump. If fluid leakage into a pump is suspected, remove it from use until a trained biomedical technician can test it. To correct the problem the plunger assembly, plunger tube and plunger cable were replaced. (UDI) and (510k) are unknown. No product information has been provided to date. This MDR was generated under protocol b10009704.

Event description:
It was reported that the device had occlusion issues. No patient injury was reported.